Event description:
Additional information received indicated the event was resolved by capping and implanting new right atrial (ra) and right ventricular (rv) leads on the right side of the patients body. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in automatic mode switch episodes, oversensing and noise reversion was noted on the right atrial (ra) and right ventricular (rv) leads. Diagnostic imaging was performed and revealed subclavian crush. Further information was requested but not yet available. Related to manufacturer report number: 2017865-2019-14881.